Event description:
Patient presented to the ER after receiving inappropriate shocks. Noise was observed on the egms and was not reproducible. The trends showed that both the r-wave amplitude and pacing lead impedance seemed to both decrease at approximately the same time. Capture threshold also had increased. Physician later reported that the lead was fractured. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.